Event description:
I am using a cgm free style libre 2 to monitor my blood sugar, however the numbers on the reading device are way off (about more than a 100 mg/dl minus than the actual the traditional method (finger pocking) this morning the device was reading 121 mg/dl; however, the real number was 241 with the regular method. This is very confusing and could lead to a medical emergency I should've used insulin a few times, but I didn't because of the wrong numbers provided by the reader (free style libre 2) I have several comparisons and is not looking good. If you have any questions, I can be reached at (B)(6). FDA safety report ID#: (B)(4).